Event description:
It was stated that the customer experienced high blood glucose levels due to insulin leaking from the reservoir. It was stated that insulin leaked into the reservoir compartment of the insulin pump. No damage to the reservoir or o-rings was noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.